Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing, including multiple episodes of twos identified leading to inappropriate shock. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks while hiking due to t-wave oversensing (twos) by the right ventricular (rv) lead. Reprogramming was performed. The lead remains in use. The patient is a participant in the wrap-it study. No further patient complications have been reported as a result of this event.